Event description:
It was reported that the user experienced hypoglycemia upon waking while using the ilet system, with the user stating they were unsure of the cause and no device alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included outreach to the user for additional event details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction or component issue was identified based on the information available. It was concluded, based on previously established findings for similar reports, that the event was unassignable to a device-related cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.